Event description:
The customer observed the cell-dyn sapphire analyzer's aspiration probe would not return to the upper postion and an error message was generated. The customer cycled the power to the analyzer in an attempt to resolve the issue. The customer was advised to change the vent head assembly and cycle power to the anaylzer, which resolved the issue. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.